Event description:
The patient reported that he experienced an abrupt failure of his neurostimulator that resulted in violent dyskinesia of his left arm. The patient reported that the dyskinesia was uncomfortable and physically exhausting. The stimulator was replaced emergently 18 hours after it failed. No patient outcome was reported. The patient reported that the explanted device was to be returned to the manufacturer for analysis, but as of the date of this report, the device had not been received. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.